Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter phone number: (B)(6).

Event description:
It was reported that the patient had a prolonged post operation course. The patient required continuous renal replacement therapy (crrt) post left ventricular assist device (lvad) implant. There was no known kidney failure pre-operation. The patient was stable at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was unknown if the device caused or contributed to kidney failure.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.